Event description:
It was reported that when using the bd pyxis¿ medstation¿ es some order frequencies did not cross correctly from cpsi to pyxis and suspected incorrect admit discharge transfer (adt) mapping. Access to the mapping was not available, and a request was made to review or obtain the mapping list for validation and correction. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.